Event description:
At the end of a case, the scrub tech was taking the electrocautery tip out of the electrocautery pencil when the electrosurgical unit (esu) misfired. The tech had correct technique when removing the tip, so it did not burn her or anything else. The esu pad was still on the patient at this time. Less than a minute later and after the tip had been removed, it misfired again. The circulator shut off the machine immediately and unplugged the pencil and the pad. There were no injuries that occurred due to this misfire. After the case, the circulator removed the esu machine from the room, saved the pencil and pad, and reported the incident to clinical engineering so the esu machine could be looked at.